Manufacturer narrative:
No device associated with this report was received for examination. A complaint database search on the provided smartset gmv 40g us eo (product code 545050501, lot number 7786115) found an additional report and a DHR review was conducted. Review of the device history records did not reveal any related manufacturing deviations or anomalies on the reported lot number (7786115). Corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address tibial subsidence and loosening at the cement/implant interface. Depuy cement was used.